Manufacturer narrative:
The pump has not been returned to animas for analysis. Evaluation by the patient in 2008, revealed air in the infusion set tubing. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient was hospitalized on approximately two days in 2008, for elevated blood glucose levels.